Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/19/2015.

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: in the middle of procedure, dissecting became poor (would not cut well), and the device was replaced with another. However, the replaced device would not cut smoothly. Another was used to continue the procedure, and it worked fine. No patient harm.

Manufacturer narrative:
(B)(4).